Manufacturer narrative:
Concomitant medical products: evproplus-29us transcatheter valve, implanted: (B)(6) 2020; 5076-58, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far-field r-wave oversensing on interrogation. The atrial lead remain in use. No patient complications have been reported as a result of this event.